Event description:
It is reported that a revision took place due to a broken femur component, left side and strong abrasion of the stem conus was noticed.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. As neither article nor lot number is known, the review of the quality records could not be performed. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).